Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/7/2021. H.6. Investigation: bd received 1 samples for investigation. The samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the tube is under filling. The following information was provided by the initial reporter: phlebotomist informed us that their bd pst 4.5ml tubes and bd edta 4.0ml tubes are not filling close to their nominal fill indicator. Phlebotomist has to hold the bd tubes very tight inside the holder when using 21g greiner blood collection set.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the tube is under filling. The following information was provided by the initial reporter: phlebotomist informed us that their bd pst 4.5ml tubes and bd edta 4.0ml tubes are not filling close to their nominal fill indicator. Phlebotomist has to hold the bd tubes very tight inside the holder when using 21g greiner blood collection set.